Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b1 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore the customer's report could not be confirmed. Based on the results of the investigation, the root cause of the problem could not be identified. However, it was presumed that the maj-420/channel connection tube was most likely the cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed an e315 unsupported scope error message. While speaking with the olympus technical assistance center (tac), the customer stated that this occurred when connecting a colonoscope to the video system center. To resolve the issue, the customer removed the maj-420/channel connection tube from the video system center. She was then able to use the tower without receiving the e315 error code. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation because the e315 unsupported scope error message issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.